Event description:
On 3/10/98, the MFR's sales rep was present at the facility. The facility's spd material's manager informed the MFR's sales rep of the following: during pre op procedure of rinsing the device, the base of the device was noted to be leaking. The device did not come in contact with the pt. While examining the device, the MFR's sales rep observed what appeared to be a tear that was visible through the snap-lock mechanism. When the MFR's sales rep attempted to pull off the snap-lock mechanism to investigate further, he accidentally tore the device catheter in half. No further details were provided at this time.